Event description:
The customer reported that the insulin pump alarmed no reservoir while he was sleeping. The customer stated that the alarm could not be clear, and when he tries to rewind the device had an error alarm. Troubleshooting was performed, and the displacement test failed. Advised the customer revert to back up plan and contact his doctor in regards to the amount of insulin he needs to give himself. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.

Manufacturer narrative:
Motor error alarmed during rewind due to corrosion on motor home switch. No moisture damage found on electronic assembly.